Event description:
It was reported that intermittent undersensing was noted on stored episodes. Programming changes were recommended and will be discussed with the physician. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.